Event description:
Customer initially reported the pt's weight was entered in kilograms instead of pounds for an infusion of heparin. The event report was clarified by clinician. The pt's weight was initially entered to the alaris system in kilograms ((B)(6)) and reported the pt's weight was found to be entered in pounds ((B)(6)). The discrepancy was identified two days after programming. There was no pt harm reported and no medical intervention required. Customer stated that no additional pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.